Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Heartmate 3 lvas was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists hepatic dysfunction, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to liver failure on (B)(6) 2023. The patient was implanted on (B)(6) 2023, and additional information was provided that the patient had post-operative bleeding issues. It was reported that the bleeding issues were not device related, and also that liver failure did not exist prior to implant. The death was not considered to be device related, and the device operated as expected. The device would not be returned for evaluation.